Manufacturer narrative:
This report is submitted on march 06, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced hypertrophic scarring and soreness at abutment site. Subsequently, on (B)(6) 2017 the patient was placed under general anaesthesia to remove abutment.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery under a general anaesthetic on (B)(6) 2018, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.